Manufacturer narrative:
Wiersema, a.m., kievit, j.k. And reijnen, m.m.p.j., 2018. Complicated mural thrombus post-evar. Annals of surgical and perioperative care, 3(1), p.1038. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: complicated mural thrombus post-evar. The objective of the study was to describe four patients who developed symptomatic arterial thrombo-embolic complications (atec) caused by mural thrombus after endovascular aneurysm repair (evar). An endurant ii stent graft was implanted during the endovascular treatment of a 72mm aaa on an unknown date. Anatomy was characterized by a conical shaped infrarenal aortic neck, going from 26 to 29 mm, with a length of 17mm. There was significant iliac artery angulation on both sides (85 and 92 degrees, respectively, for the left and right side). A 32-16-145 body was implanted through the right common femoral artery (cfa) in combination with a 16-24-95 extension. On the left side 2 extensions were inserted. It was reported at the 12 months follow-up, duplex ultrasound (dus) showed a new endoleak and CT scan was performed. A type ii endoleak originating from a latero-dorsal lumbar artery was seen with a stable aaa diameter. A mural thrombus was observed in the left limb over a length of 36 mm and involving less than ¼ of the circumference of limb. Vitamin-k antagonists for a period of 3 months and repeat the CT scan, which showed an unchanged aspect of the mural thrombus. One month later, 18 months after initial evar, patient presented with an ischemic left leg with decreased motor activity, but intact sensibility (rutherford iib). CT scan showed that the mural thrombus of the left evar limb had dislodged into the femoral bifurcation where a long thrombus was seen. The superficial femoral artery (sfa) was open 2cm after its origin and a small thrombus fragment was present in the infragenual popliteal artery and at the trifurcation. Because of the clinical state it was decided to perform a surgical thrombectomy. A large thrombus was removed from the cfa, the proximal sfa and the deep femoral artery, appearing of older date. Fresh thrombus was removed from the distal sfa and popliteal artery. After another 6 months dus detected an increase of diameter of the aaa up to 74mm and the presence of type ia endoleak, but no mural thrombus. Patient was treated with a proximal cuff and endoanchors. Nine months later, a new mural thrombus was detected on CT scan at the distal end of the left evar limb, extending to the iliac bifurcation. Patient suffered from intermittent claudication since 1 week. Adjunctive dus showed thrombus also being present in the sfa and proximal popliteal artery. Because of the recurrent thrombus formation inside the left limb of endurant stent graft, it was decided to perform a thrombectomy and to reline the left limb with a non medtronic graft covering the iia. Recovery was uneventful. CT and dus follow up at 6 months showed a stable aaa diameter without endoleak or thrombus formation. No further information was provided pertaining to medtronic products.